Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with blood glucose readings as high as 315 mg/dl and persistent values above range for approximately 14 hours despite announced meals and infusion set changes; no device alarms were reported and the user later stated the pump began working better. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer support troubleshooting and education. Investigation of this case revealed no visible infusion set damage when removed and no specific device malfunction identified. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.